Event description:
It was reported that 11 days following the implant of a transcatheter aortic valve (tav), the patient died due to unknown circumstances. Additional information was received to correct the previous information: the patient died 12 days following the tav implant. It was reported, the patient died due to an acute exacerbation caused by aspiration pneumonia. Per the physician, neither the tav nor the procedure to implant the tav were contributing factors to the patient's death.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 days following the implant of a transcatheter aortic valve, the patient died due to unknown circumstances.

Manufacturer narrative:
Updated data: b2. Date of death b5. A second paragraph was added. H6. Annex e were added corrected data: h6. Annex b17 was replaced with b20 annex d12 was replaced with d15 additional codes. Annex f15 was removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.